Manufacturer narrative:
H3: one device was returned for repair in used condition. The downstream occlusion (dso) sensor was damaged. Functional tests were performed, and primary complaint was duplicated. The dso sensor was inoperable and stuck at 2500mv. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an inoperable downstream occlusion, voltage stuck at 2500mv. This issue is not related to physical damage/abuse. No delay of therapy since it occurred during testing. There was no patient involvement.